Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during implantation, release failure occurred when the shunt was released from the express before insertion. The surgery was performed and completed after replacing the product with another one. No reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The sample was returned for investigation: the sample was returned in an open secondary package, the box included labels, pouch, eds placed in a cradle within a plastic bag, the shunt was placed inside a plastic bag, the eds wire was pressed and did not protruded from the cannula opening. No other complaints for the lot. No abnormalities were found during device history review. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the shunt was detached from eds which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the eds wire). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).